Event description:
Philips received a complaint on the v60 ventilator indicating that there was an overvoltage protection circuit (ovp) alarm. The device was reported to be in use at the time of the reported problem. No patient or user harm reported. A patient being treated for respiratory failure was on the device when the ovp alarm occurred. The patient was observed to be experiencing rapid breathing and experienced a drop in oxygen saturation. The patient¿s underlying respiratory condition and reported symptoms, including rapid and labored breathing, represent clinically plausible factors that may contribute to the observed decrease in oxygen saturation. Additionally, in the absence of information regarding ventilator settings, circuit configuration, patient dependency on ventilation, and device performance data, the clinical context cannot be fully characterized. At this time based on the information currently provided and available, there is no evidence that the device caused or contributed to a serious injury or death. With respect to the reported non-serious injury, device cause or contribution is not confirmed due to the absence of device performance data, lack of device evaluation, and the presence of alternative clinical factors, including the patient¿s underlying respiratory condition. Additional information about the event has been requested. This investigation is ongoing.